Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed a cartridge alarm 34 occurred due to exposure to magsafe magnets, which was explained to the caller. The caller was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The caller was then able to reload the original cartridge and resume insulin therapy. The issue was resolved satisfactorily.